Event description:
It was reported that during lap prostate procedure, no function after a few minutes. Instrument error shown on display. No further information is available. There was no patient consequence.